Manufacturer narrative:
Event date: the event date was not reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that during an angioplasty procedure, the distal end of the balloon disconnected from the catheter and became stuck on the wire.